Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient's father to have the smart device at 50% charged when pairing, close all other applications, forget device under bluetooth settings, apply a new sensor with same transmitter, which was unsuccessful. No additional patient or event information is available.